Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of hematoma, hemorrhage, occlusion, stenosis, vascular injury (tissue damage), pseudoaneurysm and thrombosis are listed in the electronic proglide instructions for use (IFU), as potential adverse events of use of the device. Based on the case information, a conclusive cause for the reported patient effects of hematoma, hemorrhage, occlusion, stenosis, vascular injury (tissue damage), pseudoaneurysm and thrombosis, and the relationship to the product, if any, cannot be determined. A definitive cause for the reported suture separation, malposition of the device-suture and failure to achieve hemostasis could not be determined. The unexpected medical intervention, surgical intervention and medication required were related to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Event date: estimated date. As the information was reported through a literature review, the device is not returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This event is from a literature review identifying proglide devices using the preclose technique in common femoral arteries prior to percutaneous endovascular aneurysm repair (pevar) procedures with CT angiography. The proglides may be related to: suture breakage and closure failures which may result in hematoma, hemorrhage, tissue damage [tearing through the tissue], stenosis, thrombosis, occlusion and pseudo-aneurysm requiring additional closure methods (surgery, patch, additional device), thrombin-injection and manual compression. Specific patient information is documented as unknown. Details are listed in the attached article, titled: a single center study of proglide used for closure of large-bore puncture holes after evar for aaa.